Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that where they insert the battery in; it won't unscrew and was broken around the reservoir compartment. The customer's blood glucose level was 199 mg/dl at the time of the incident. The customer reported damage to the reservoir lip ring and the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads and cracked reservoir tube lip.